Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report# 3006705815-2017-00934, 3006705815-2017-00935, 1627487-2017-04119, 1627487-2017-04120. It was reported the patient experienced discomfort at the ipg site due to the position of the ipg. Also, the patient was presented at the emergency room with fever following an scs implant procedure. The patient was prescribed antibiotics at the time. After three day fluid discharge and swelling was observed at the ipg and the lead site. The physician determined infection and prescribed more antibiotics. Surgical intervention may be taken at a later date to address the issue.